Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out or range pacing impedance was observed on the atrial lead. Patient was in chronic atrial fibrillation. Patient was not seen in the clinic and the symptoms were unknown.

Event description:
New information received stated that the patient was in stable condition. No intervention was performed; the patient will continue to be monitored.